Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error. Customer's blood glucose level was 474 mg/dl. The customer took 7 units of insulin via the insulin pump to treat his high blood glucose level. The device was not returned.